Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused bacterial peritonitis. The break in aseptic technique was further described as the patient twisted the minicap too tightly, cracked the minicap, took a shower, opened the drain, and continued to empty effluent into the shower. The bacterial peritonitis was manifested by abdominal pain and cloudy effluent. Two days after onset, the patient was hospitalized for the bacterial peritonitis event. Beginning the day of onset, the patient was treated with vancomycin 1gram daily intraperitoneally (ip) (duration not reported) and ceftazidime 1 gram daily ip (duration not reported) for the bacterial peritonitis event. Antibiotic therapy with vancomycin and ceftazidime was reported to be ongoing. Hospitalization was reported to be ongoing. The patient was not recovered from the bacterial peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Dianeal therapy was reported to be ongoing, but it was unknown if pd therapy was ongoing during hospitalization. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.